Manufacturer narrative:
This cable is severed on the end that attaches to the instrument just where the cable meets the strain relief. When examining cable, we noted that there was an internal protrusion which is an indicator that internal cable wires were stretched and then finally arced and broke. This condition is consistent with damage caused by user pulling cord out by cable rather than grasping connector and also bending cord over. The cord has also been in use for over 2 yrs. The combination of age and user mishandling may have caused this damage.